Manufacturer narrative:
Concomitant medical products: 2210 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in thresholds and impedance over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the smooth rise in impedance is suggestive of mineralization accumulation at the tip-tissue interface.